Event description:
The following information was reported from the homecare provider (hcp) and estate's attorney: (1) the homecare provider called patient's spouse in 2002 to retrieve oxygen equipment. (2) the spouse said they had hired an attorney and the attorney had the equipment for evidence. (3) in 2003, the attorney provided the concentrator and tubing to the hcp for evaluation. (4) the spouse stated the 590 was not operating properly and would intermittently malfunction.